Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted. Attempt has been made to obtain missing information; however, to date, no response has been received.

Event description:
It was reported that the intraocular lens (iol) was torn, so it was not used. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the complaint unit was received in its original folding carton. The plunger was observed in its advanced position. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. Lack of lubricant material was observed in the returned product. The lens was received out of the device. No damaged/defect was observed on the lens or device. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.